Event description:
The patient started using remunity (self-fill) device in (B)(6) 2023, and current dose was reported as 0.2024 g/kg, continuous via subcutaneous (sq) route. The patient reported that silhouette had caused her major bruising in the past (infusion site bruising). Action taken with sq remodulin was dose not changed due to the event of infusion site bruising. At the time of reporting, the outcome of infusion site bruising was unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).